Event description:
It was reported that a patient underwent an ortho procedure on an unknown date and suture was used. Over the last month or so that randomly the suture will either not come out of the package or once out of the package will brake during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the total number of products involved in each event? Intermittent over the last month what is the total number of broken sutures during use in each event? N/a inconsistent. What is the total number of sutures didn't come out of the package in each event? Intermittent. What is the total number of procedures? N/a staff informed me this also happened three months ago, stopped and restarted. Inconsistent. The sales representative observed a 4-0 in an ortho case the day it was reported difficult to remove from packaging. They did not observe any break same day. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No first time staff reported issue with both 3-0 and 4-0. Event related to mw # 2210968-2023-04013. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary:the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.the returned sample determined that it was received, four packets that pertain to product code mcp426h. Upon visual inspection of the returned sample, the sutures were dispensed without problems from winding former and examined along of the strand to detect any issue related to damaged and no defects were observed during evaluation. The functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.